Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) was no longer functioning properly and fluid loss from the system was reported. During surgical exploration, a break was identified in the tubing above the pump, resulting in fluid loss. The pump was replaced with a tenacio pump, the reservoir was replaced and refilled, and the existing cylinders were retained. There were no patient complications reported.